Manufacturer narrative:
The t:flex pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer accidently allowed the pump battery to fully deplete. The customer¿s blood glucose (bg) level was impacted (700 mg/dl). A manual insulin injection was delivered to address the bg level. It was reported that the customer got dizzy and fell due to the high bgs. The customer reported going to their health care provider to address the elevated bg level. After charging the pump for an hour, the pump display turned on. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.